Event description:
The pt reported that they were not able to adjust stimulation and the implantable neurostimulator (ins) displayed a "call your doctor" icon and "power on reset (por)" condition. After multiple attempts to clear por message, the ins was cleared and stimulation returned. No other pt outcome reported. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).